Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient mentioned they have to charge their ins more frequently than their previous ins. The patient said the their current ins "did not seem to hold charge as long." The patient said the issue had been occurring since implant date; patient later said the ins seemed to hold charge for "about 3 weeks" when they first got the ins, but the patient had to charge more and more frequently since implant date.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause was not known. Patient's hcp doesn't really know that much about the working of the stimulator. Hcp just has patient depend on what the manufacturer tells the patient. Manufacturer did not have an answer for the frequency of recharging and the duration of the charge. Patient provided their weight information. Patient spoke with someone. Patient did not understand, but they got the feeling what was happening was normal. Patient provided a picture of the programmer battery status with notes stating it seems to charge to the amount and stay there. Patient was able to charge themselves leaving 10 to 20% of total charge. Patient did this the past 3 times, after waiting 1+ hours.